Event description:
A malfunction occurred, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again, and the caller confirmed understanding of these instructions.